Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call motor error alarm and motor position encoder error alarm. Customer's blood glucose level was 197 mg/dl. Troubleshooting for motor error was performed. Customer advised they had an MRI performed while wearing the insulin pump. Customer advised after the MRI they received a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.